Manufacturer narrative:
(Device evaluated by manufacturer) pending evaluation. Concomitant device(s): 301-07-10, 158157004 - prm stm insrtr extrct. *no information provided in the following section(s): date of birth, sex, weight, ethnicity, relevant tests, other relevant history, implant date, explant date, PMA/510(k), manufacturer report number, device manufacture date, recall, correction/removal report number.

Event description:
As reported, when inspecting the kit on its return from a customer, it was noticed that part # 301-03-10 had been placed in a bag with a note saying it was broken from cssd at (B)(6). On closer inspection it was noticed that part # 301-07-10 was also damaged and had the broken bit from part # 301-03-10 still stuck in the handle. The customer was unable to give an explanation as to when and how it broke. Devices to be returned. It is unknown if a patient was involved or if the break happened while cleaning.

Manufacturer narrative:
Section h10: (h3) updated due to device being returned. Based on historical complaint investigations, the returned devices, and the reported event, the broken retroversion handle reported may have the result of impacting the junction between the primary stem inserter/extractor and retroversion handle, allowing for the applied force to be transmitted to the threaded tip of the retroversion handle, leading to ultimate failure. However, this cannot be confirmed as the customer was unable to give an explanation as to when and how the device broke.

Manufacturer narrative:
(H3) based on historical complaint investigations and the reported event, the broken retroversion handle reported may have been the result of impacting the junction between the primary stem inserter/extractor and retroversion handle, allowing for the applied force to be transmitted to the threaded tip of the retroversion handle, leading to ultimate failure. However, this cannot be confirmed as the customer was unable to give an explanation as to when and how the device broke. Section h11: *the following sections have corrected information: (h6) health effect - clinical code: 4582.